Event description:
My endocrinologist prescribed the freestyle libre 3 sensor. Which I do have to admit it has been very helpful in tracking my blood sugars 24 hours. I have had 2 incidents while applying the sensor it hurt very badly causing blood to seep out from the top of the sensor. But for the most part the sensors are not lasting 14 days. The sensors become loose within 6 to 10 days and then fall off. I am using my second sensor for the month earlier then 14 days. I have requested a replacement from abbott before and they sent me the replacements. Their website is not accepting my request for replacements anymore. Presently I have 10 sensors that have fallen off. So I am left using my glucometer until it is time to order my monthly supply. My new insurance is paying for the sensors but I am still left with paying (B)(6) out of pocket. Ref report: mw5158652.